Manufacturer narrative:
Conclusion: the device history record for the delivery catheter system (dcs) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned for analysis, which found damage generally associated with frame misalignment during loading. In the bench top testing the dcs was able to complete the bench top deployment.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was returned loose in the original product packaging box. Kinks were observed on the distal end of the device. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. Several tiny kinks or minor telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. Small gouge marks noted along the distal tip of the capsule showed possible misalignment during loading. A slight kink noted at the distal end of the capsule, proximal to the radiopaque marker band, appeared to be associated with frame misalignment during loading. Deformation or gouge marks on both catheter tabs appeared to be due to wear from the valve frame loops. A deployment simulation was performed using a glass arch and a .038 guidewire. The delivery system, loaded with a 31 mm valve, was seated in the arch with the plunger tip outside the annulus. The micro knob was used to retract the capsule; resistance was initially observed but after five turns, clicking was noted with no capsule movement. This continued after eight turns. At this point, the macro knob was used to actuate the capsule. With little difficulty, the capsule began to actuate resulting in complete bench top deployment of the valve.

Manufacturer narrative:
It was reported that procedural films and the dcs would be submitted for analysis. A supplemental report will be filed when the anal ysis/investigation is completed. (B)(4)

Event description:
Medtronic received information that the implant of a transcatheter bioprosthetic heart valve was delayed after this delivery catheter system (dcs) micro knob exhibited clicking and the dcs capsule did not move. The prescribed technique for release of the valve with clicking was used, but was not successful. The valve was eventually released from the dcs, but in too high a position. A second valve was successfully implanted valve-in-valve. There were no associated adverse patient effects reported. A separate report has been filed for the valve-in-valve incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.